Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that there was damage to the x-stage that was manually removed. The imaging system then passed the system checkout and was found to be fully functional. No device/components were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the gantry would not extend in the x-direction smoothly; it would start and stop, and the site had to re-press the movement button to get the gantry to extend fully in the x-direction. No patient was present.